Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "ha had health issues (pericarditis) and believes it is from the machine". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer. Inspection of the device found no visible foam degradation. Device not needed for internal stock and was scrapped per fc:16-700-623.